Event description:
It was reported that the device continued to provide the "connect electrodes" message while connected to the pt. Within few seconds, the responder pushed down on the connector and the device analyzed the pt rhythm to reach a no shock advised decision. The device resumed to alarm "connect electrodes" when the user released the connector to perform CPR. An ambulance crew arrived at the scene thereafter and was able to use the same electrodes (brand unk) with a lifepak 12. The pt was confirmed to be in asystole rhythm with the second device. The pt was not resuscitated. The exact pt downtime prior to the responder's arrival is not known but first responder presumed it was for a significant time. The device use had no adverse effects to the pt. There were no further details on the event and/or the pt provided. The electrodes that were used during the event were not available for eval.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to duplicate the reported failure. Physio observed proper device operation through functional and performance testing. The device was then returned to the customer for use. A conclusive cause of the reported problem was not determined.